Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the wires on the wrist of the prograsp forceps instrument held and compressed tissue. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was found to have a frayed grip cable at the force amplification pulley. Filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not stuck on tissue during the reported failure, but sometimes instrument wires pulled the tissue at the wrist. It was observed that the wires on the wrist part of the device were worn out. Tissue was not adhered to the instrument. The surgical task that was being performed with the instrument at the time of event was removing the fatty tissues from the front side of his view. The instrument was in use 5-6 minutes prior to the reported event. Tissue was not sticking to an electrode. Tissue was getting caught at the instrument's wrist. It did not completely adhere to the tissue or get stuck at the end of the instrument, it just sometimes got caught in the worn notches of the strings. Using other instruments, the attached fatty tissues were removed, and the instrument was replaced. The wire looked frayed on the instrument. There was no tissue excised and no bleeding due to this event. According to the surgeon, this event impacted the procedure as a whole with a 5¿6-minute delay, did not affect the patient¿s health and there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. Patient current status is recovery at home.